Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that a partial lead was returned. The insulation was abraded and the proximal cable was exposed due to friction with the ICD can. Reliability laboratory technician; st. Jude medical crmd reliability laboratory no complaint was received with return of the device. Failure (event) observed during analysis.